Event description:
Boston scientific received information that during a routine device replacement, this implantable cardioverter defibrillator (ICD) was connected to the existing leads. Upon extraction of the leads, the setscrews were loosened with a torque wrench and the physician attempted to pull the lead and found that the terminal pin was stuck and the lead was unable to be removed. The distal setscrew was tightened and loosened, but the setscrew was not removed. The physician suspected a setscrew or header issue and the decision was made to remove the lead by cutting the device header. The lead was disconnected and tested through a pacing system analyzer (psa) and all lead measurements on the analyzer were within normal range. The decision was made to connect the lead to the new device and the procedure was completed. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.